Event description:
It was reported that this event occurred in the oncology dept. The insertion site was the jugular vein. The catheter was in place for approx a week. The white "leg" was flushed and the bandage became wet. Two days after changing the dressing, the bandage was wet again. The catheter was not removed. Only the dressing was changed. There is no reported delay in treatment to the pt. There were no reported pt injuries, complications, or death.

Manufacturer narrative:
(B)(4).